Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use with a disposable pressure transducer (dpt) in a patient with neurological and hemodynamic deterioration, leakage of cerebrospinal fluid was observed. Pneumocephalus was noted on tomography. The patient was taken to surgery where the catheter and the ventriculostomy system were evaluated by neurosurgeons. The entire drainage system was replaced. It is unknown what part of the system was suspect. The disposable pressure transducer was available for evaluation. Follow up attempts have been made for additional information.

Manufacturer narrative:
One single disposable pressure transducer (dpt) with 3ml syringe attached at the vent port was returned for examination. The reported event of "leakage" was not confirmed. No leakage was detected from the returned dpt unit and attached syringe. The dpt unit and attached syringe were intact. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. This dpt system was connected to a ventriculostomy system. Since the result of the dpt product evaluation showed no defect, there is the potential that the ventriculostomy system was leaking, not the dpt. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per new information received in follow-up with the customer, the patient was hospitalized for several days in the ICU where she had already been extubated. It was clarified that on (B)(6) 2018, a change on the ventricular catheter was scheduled and not done because of an increase in intracranial pressure being observed. The catheter was checked and air was noticed. It was observed a leakage of cerebral spinal fluid (csf) was falling to the floor with an estimated loss of 5 to 10mm observed. The patient was immediately intubated and the catheter was exchanged. A tomography was performed, which showed a small pneumocephalus. The patient was taken to surgery to change the catheter and reservoir (which was already scheduled, as previously stated above). The patient was returned to the ICU; however, expired the next day. It was confirmed that the pneumocephalus was related to a neurological disease.